Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after a fall. It was found that the ventricular lead exhibited loss of capture.